Event description:
It was reported the patient's blood glucose level rose above 22 mmol/L (396 mg/dL) while wearing the Pod between 37 and 48 hours. The Pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, insulin was administered with an insulin pen. The Pod was discarded. The patient resides in United Kingdom but was travelling in Spain at the time of the event.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.